Manufacturer narrative:
Based on the available information, the conclusions are as follows: the subject devices were sterilized and released according to applicable standard operating procedures. Since no information could be provided and the device was not returned, no more investigation can be done. This case will be re-opened if needed. Nevertheless, the information provided has been entered into our quality system and will be used for trend purposes.

Event description:
In the afternoon of 13rd of november 2023, it was confirmed that kora 250 dr (s/n: (B)(6) ) was exposed outside the body at another hospital (confirmation date unknown). The patient was admitted to the reported hospital on (B)(6) 2023. The patient's subjective symptoms and presence or absence of infection are unknown. Date of implant and date of event are unknown due to lack of information.

Event description:
In the afternoon of 13rd of november 2023, it was confirmed that kora 250 dr (s/n: (B)(6)) was exposed outside the body at another hospital (confirmation date unknown). The patient was admitted to the reported hospital on 10th of november 2023. The patient's subjective symptoms and presence or absence of infection are unknown. Date of implant and date of event are unknown due to lack of information.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.